Event description:
It was reported that at 45 minutes and 450,000 joules while using the side firing surgical fiber during a prostate procedure, the output beam was observed to be emitting forward (forward firing). The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.